Event description:
Additional information received from a health care provider (hcp) indicated that the motor stall/malfunction occurred on (B)(6) 2024. The patient's name, date of birth and pump serial number were provided. When asked to clarify the report of the hospitalization/pump malfunction, the hcp stated that it was a device issue. The hcp stated that there had been a gap between the motor stall (MRI) and motor stall recovery > 24 hours. The patient was asymptomatic. No actions/interventions were taken to resolve the issue and the pump had resumed by the time of interrogation. The hcp stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump malfunctioned and the patient was hospitalized. The patient underwent an MRI scan, and approximately 34 hours later, it was observed that the pump motor had stalled. The patient's pump did not audibly alarm at any point in the process . As prior reports of electromagnetic interference (emi) from magnetic resonance imaging (MRI) causing delays in the logging of motor stall events occurred while the pump was alarming. Reviewed telemetry state.